Event description:
Event description guidant received information that this left ventricular lead was continually flushed during the implant procedure. Upon the last attempt to place the lead, the physician was unable to remove the wire from within the lead. The physician had cut the tines off of the lead during the procedure, which is unrelated to the wire becoming stuck. The wire and lead were returned for analysis.